Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel, measuring greater than 200 ohms. It was noted that this ICD system was reprogrammed, which resolved the out of range measurements. At this time, no adverse patient effects have been reported, and this rv lead remains in service.